Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2012, information was received from a healthcare professional (hcp) via a family member regarding another patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication. On an unknown date, the hcp told the patient they wouldn't increase their dose because they had patient "that won't be able to go to the bathroom for three days". There was no outcome reported. There were no troubleshooting or diagnostics reported. Additional information has been requested regarding patient information, drug information, diagnostics/troubleshooting and event outcome, but it was not available at the time of this report.